Event description:
Fissure and subsidence of the stem. A revision surgery was planned. The stem was finally removed together with the ball head, substituting them with a revision stem and a new ball head, with cerclage of the bone.